Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on may 21st, 2020. It was reported that the patient received the controller and lithium battery replacement but continues to see the blank screen on the controller after the recharger was plugged in. The patient has not charged their device since 2019. The rep was not with the patient for troubleshooting step to be carried out. The rep was scheduled to see the patient on (B)(6) 2020. There were no further complications or anticipations reported with this event. Additional information was received from a manufacturer representative (rep) on june 1st, 2020. It was reported that the controller goes blank/black with the recharger plugged in and it has occurred with multiple controller. This has led to the patient not being able to charge or use the implantable neurostimulator (ins) for at least 6 months. The patient stated that it has been close to 2 years. The rep was with the patient and the issue was happening even though the patient fully charged the controller the night prior. The rep attempted using a different controller and the screen intermittently went black. If the recharger was wiggled, the controller screen would go off and on as they move it. It was also noted that the recharger connection end looked intact during examination. The rep did not have another recharger to try and was unable to communicate with the ins when using the tablet. The rep was able wiggle the recharger enough, so they could see the controller screen long enough to go through passive recharge cycles. It was reviewed that several passive recharge cycles will be needed before normal recharging resumes. A replacement recharger was sent to the patient. There were no further complications or anticipations reported with this event. Additional information was received from a manufacturer representative (rep) on june 4th, 2020. It was reported that the rep reprogrammed the patient's device but the controller won't connect to the implantable neurostimulator (ins). However, the recharger connection was fine. The rep tried several times. A replacement controller was sent to the patient. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97745bp, lot#: nlh010424n, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that about 6 months after the scs implant they were unable to charge the implant, so they stopped using scs therapy. The patient reported that they met with the manufacturer rep and tried to charge the implant, but the controller was not working. It was reported that the controller screen was cracked. It was reported that when the recharger (rtm) was plugged into the controller, the controller the screen went blank. It was reported that manufacturer rep tried the rechargeable battery in another controller and the screen still went blank when the rtm is plugged in. The rep then tried aa batteries and plugged the rtm in, and the screen did not go blank. No patient complications have been reported because of this event.